Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013 the patient's blood glucose level was 400 mg/dl. Her basal rate works properly, but she thinks the device is delivering too low an amount of insulin. The patient changed the accessories on the infusion device, but it did not correct the problem. The patient switched to a new infusion device and her blood glucose levels returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.